Event description:
Procedure: lap chole. According to the reporter: during the procedure when the physician was achieving entry into the abdomen, the tip of the trocar broke off into the patient. Used fluoroscopy to check for disengaged piece. Surgeon fairly certain it was retrieved. Compared to a non-broken device. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Additional information was requested and will be submitted once received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).